Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had a red circle on screen and given error not ready for exposure. Review of the system log files showed x-ray generator warning. Fse analyzed log files and events for tube arcing. To resolve the issue fse performed x-ray generator calibration. After calibration the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, system had a red circle on screen and given error not ready for exposure. It is unknown if the system was in clinical use. No harm has been reported to philips.